Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the patient returned 5 weeks after an open bunionectomy with redness at the incision site. The surgeon removed the subcuticular stitch from the incision to complete the case.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one image of a surgical site. Photographic inspection of the surgical site noted redness and inflammation. The site was labeled "5 weeks post op". A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The lot number of the product was not received but our products undergo post packaging sterility testing. It is unlikely that the reaction was a result of a manufacturing activity. Implantation of suture may elicit a minimal acute inflammatory reaction in tissue. If information is provided in the future, a supplemental report will be issued.